Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was originally reported that the ev1000 power supply was ¿broken¿ before use on a patient. However, after the evaluation was completed by the local service provider, the issue was identified as a ¿burnt power supply.¿ additional information was requested; however, no additional information was provided at the time of this report. Should additional information be received, a follow-up communication will be submitted. There was no allegation of patient compromise and no other system-related devices were identified as suspect.

Manufacturer narrative:
Examination of the returned cable confirmed the customer¿s complaint. It was concluded that the failure of this device was that the power supply was burnt, due to liquid penetrating into the electrical components. If the orientation of the power adapter is opposite to what is instructed in the instruction for use, there is potential for liquid ingress into the outlet. A corrective and preventative action has been generated to address this issue. No further actions will be performed at this time. Edwards will continue to review and monitor all events. If actions is required an appropriate investigation will be performed.